Manufacturer narrative:
(B)(4). Device available for evaluation: not yet received, not yet evaluated the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported to boston scientific corporation that an escape retrieval basket was used during a procedure. The patient identifier, age, date of birth, sex and weight are all unknown.according to the complainant, the device was defective and not used. It is unknown if the issue occurred during preparation or during the case, and there is no information available on how the procedure was completed.the status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.